Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 30-jan-2023. H6: investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received (B)(4) sealed 22ga x 1.00in. Insyte autoguard units from lot number 2229934. A sampling of 20 units were chosen for needle retraction testing. All 20 units retracted successfully. No defect was discovered. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract when the button was pressed. The following information was provided by the initial reporter: "the issue with this lot was it did not retract when the button was pushed."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract when the button was pressed. The following information was provided by the initial reporter: "the issue with this lot was it did not retract when the button was pushed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customers address is unknown. New jersey, USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.